Event description:
It was reported to philips that x-ray tube arcs caused acquisition failure, while fluoroscopy remained functional on an azurion 7 m20. The clinical use of the system was unknown. There was no reported patient or user harm.

Manufacturer narrative:
Philips service replaced the mrc 200+ 0407 rot-gs 1004 x-ray tube and restored the system to operational status. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).